Event description:
On september 19, 2024, FDA received a medwatch report detailing adverse events involving an optimizer smart (ccm x10) device. The event description in the medwatch report is as follows: "ccm device was placed in me and within 3 months the leads shorted causing severe pain and shocks. They turned off 1 lead and within weeks the device itself started shorting, causing dilation of veins and uncontrolled muscle spasms." This is reported to have occurred on (B)(6) 2023; however, impulse dynamics has no record of such events/actions having transpired within the period from (B)(6) 2022 until (B)(6) 2023. While impulse dynamics has seen historical reports of chest discomfort or pain related to ccm post-implantations, a report of a device having shorted and causing adverse patient effects has never been observed. No other information has been unearthed thus far since more specific device information was not specified or has been redacted in the medwatch report. The investigation into these events is ongoing.